Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient has an empty pump. The patient's pump was non-functioning and had been alarming. It was confirmed that the patient had a missed refill due to being sick. Further follow-up indicates patient has headaches and pain. Blood pressure 141/88 mmhg, heart rate 74 beats per minute, oxygen saturation of 96. The pump had been running empty since (B)(6) 2017 and the last refill performed was on (B)(6) 2014. The patient was alert upon follow-up. Tone was abnormal, focal motor deficit was listed as yes, sensory deficit as no. The pump was evaluated including an MRI and would do an urgent refill. The baclofen and klonopin were refilled. The logs indicated both a low and empty reservoir alarm had occurred, with the low reservoir occurring on (B)(6) 2017. The drugs contained in the pump were gablofen [1000 mcg/ml] at a rate of 500.4 mcg/day. It was reported that the patient had also been missing many of their refill dates that results in empty running of the pump. During one of these occasions, she had the pump empty nearly 1 year. There is a high possibility that the patient did have a motor stall or blade breakage. The patient shows a marked severe torticollis to the left with recurrent spasm on attempted movement to the right. Otherwise there is no cervical lymphadenopathy or thyromegaly. Pupils are 4 mm, circular, reacting to light. Extraocular movements are full and normal. There is no nystagmus and/or visual field cut. Trachea is in the midline. The intrathecal pump site does not show acute inflammation, swelling, or fluid collection. The plan is to refill the pump, continue current level of infusion therapy and has been encouraged to go for deep brain stimulation (dbs) therapy. During refill, the patient's intrathecal pump region was exposed and prepared with a betadine solution. With all aseptic and antiseptic care and with specialized cannula, intrathecal pump reservoir was approached successfully. Leftover solution was aspirated and discarded. Subsequent to that, a fresh solution that has a strength of gablofen [1000 mcg/ml] was introduced into the reservoir through a bacterial filter. A total of 22 cc of solution was introduced. Patient tolerated refill procedure well. Post refilling, the patient's pump was programmed in a complex format for patient to receive total daily infusion dose of 500.4 mcg/day. This gives patient a new reservoir alarm date of (B)(6) 2017. The patient is instructed to monitor for adverse side effects like angina pectoris, hypotension, seizure, sepsis, etc., and to notify the physician. Otherwise, to return to the clinic for evaluation and reprogramming in 2 weeks. The patient has been struggling with alcoholism and has missed multiple refill appointments. The dystonia of the neck region has returned to it's original level of severe dystonia with recurrent spasmodic movements of the cervical spine muscles. The patient had also gained significant weight, which obscure the baclofen pump region. Further plans include evaluating the integrity of the pump by refilling the normal saline and monitoring the patient for any adverse side effects, and if optimal, the patient would be given a baclofen therapy as requested. It was also noted that x-rays of the abdomen were also obtained to locate the pump. There were no further complications reported/anticipated. Other concomitant drugs: cymbalta 60 mg daily, quetiapine 50 mg daily. Clinical indications: spasmodic painful torticollis to the left with severe intermittent muscle spasms, secondary sensitization with chronic daily headache, laterocolis to the left with cervical dystonia, failure to narcotic therapy as well as periodic recurrent botox injection therapy, failure to multiple migraine medications including antidepressants, antiepileptic, beta-blocker, muscle relaxant, treximet, percocet, darvocet, etc., recurrent alcohol dependency with depression.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.